Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. Boston scientific technical services (ts) discussed possible seal plug damage resulting in air escaping from the device header. The device was programmed to secondary at the time of the shock. Technical services discussed reprogramming considerations to mitigate the oversensing. No adverse patient effects were reported.